Manufacturer narrative:
One opened slit knife was received in a blister for the report of metal particulates in the stroma. The returned sample was visually inspected and was found to be conforming. The returned blade protector tray was also visually inspected for metal particulate and no metal particles were found on the blade protector tray. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the lot for the reported issue. The returned sample was found to be visually conforming therefore, metal particles as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that knives were used during a cataract surgery at which time metal fragments were noted in the stroma. Metal pieces were removed from the eye as best as possible however, complete fragment removal was not confirmed. There was no harm to the patient. Additional information has been requested.